Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri). The ICD hasexperienced possible premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.